Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report number: 3004209178-2014-85613.

Event description:
Customer was hospitalized due to diabetes ketoacidosis. The current blood glucose reading is 200 mg/dl. The insulin pump alarmed during the manual prime process. Nothing further reported.